Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment (click 4), the device was reported to be stuck and difficult to remove. The access ports were used but the device could not be removed. The physician forcefully removed the device from the anatomy. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.